Event description:
The company was informed that the pt was seen by the implant surgeon who reported that the pt's device was extruding and appeared to be frayed. The surgeon reported that there is an external auditory canal ear infection. The family reported that the pt had ear cleaning done by an ear nose and throat physician who reportedly "pulled on something." A company representative was unable to lock the device with functioning external equipment. The surgeon is recommending removal of the device and antibiotic treatment for the infection. The pt is being monitored.